Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that failed an extended self-test with diagnostic code 3131 (patient wye not blocked).no patient involvement .